Event description:
It was reported that boston scientific technical services (ts) was contacted by the patient regarding the red call doctor indicator appearing on the latitude communicator. Ts helped with troubleshooting, but a transmission could not be sent. It was later discovered that the alert was because the right ventricular lead exhibited high, out-of-range shock impedance of greater than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.